Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems and neuromuscular problems. It was reported that patient underwent a skin graft from left thigh to intra-abdominal wound on (B)(6) 2006 due to large ventral open wound following necrotizing fasciitis. It was reported that due to a groin infection secondary to mesh implantation, patient underwent left groin dissection extended across the midline and mesh.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent removal of transvaginal sling, extensive panniculectomy and resection of abdominal wall fascia and muscle on (B)(6) 2006. No additional information was provided.